Event description:
The reporter stated there was a large area where the product did not "take". Integra has requested additional information from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.